Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation.

Event description:
A surgeon reports a pt had intraocular lens implant surgery for his left eye (os) in 2006. Following surgery, the pt is complaining that he is not satisfied with the outcome of his surgery. He reports he has bad quality of vision in general and weakness when reading at near distance. A yag was performed with no reported improvement. Add'l event and device info have been requested.